Event description:
Additional information was received with the surgeon indicating no issues with the iol. Lens exchange was performed two weeks after the original implant due to vision issues such as not seeing well, very dim and looking through a keyhole.

Manufacturer narrative:
Additional information: b5, g3, h2, h11. Based on additional information received this event no longer meets reportability requirements and is no longer deemed reportable.

Manufacturer narrative:
Although requested, the device was not returned for evaluation and additional information regarding the event was not provided. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, risk analysis, and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Event description:
It was reported that after implantation of an intraocular lens (iol) into the eye, the lens was explanted. Additional information was requested but not received.